Manufacturer narrative:
The report of inaccurate pressure reading was not confirmed. The catheter passed invitro calibration on the vigilance ii monitor. The catheter ran cco on the vigilance ii monitor for 5 minutes with no error messages. Thermistor and thermal filament circuits were continuous. The thermistor was found to read 37.1°c when submerged in a 37.1°c water bath. There were no open or intermittent conditions. Resistance value of the thermal filament circuit was measured at 36.75 ohms, which was in specification. The eeprom data was found to be normal, both the stored data and the computed data matched. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All thru-lumens were tested and found to be patent without any leakage. No visible damage was observed from the returned monoject 1.5cc limited volume syringe. An indentation was found at the 60.5cm proximal of the distal tip. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that the manifold zeroed before the case and the swan went to high pressure when put in the patient. Pressure did not come down when removed from patient. (130/ ?) - it was higher than the scale of 50. Catheter changed with no problems. No patient injury.